Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Implantable pulse generator (ipg) was explanted and device interrogation was requested for coroners case. Additional information related to the cause of death was requested and not received.